Event description:
The pt reported the pump lost power without user intervention.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history revealed re-booting had occurred which could not be duplicated during investigation. Low battery alarms were observed in the pump history. No damage was found to the power circuit and electrical current draws were found to be within specification. The pump was exercised for 24 hours with no power issues or alarms occurring. Eval revealed the internal clock battery on the pcb board was damaged. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.